Event description:
Additional information received indicates that this right atrial (ra) lead exhibited oversensing of noisy signals, which caused pacing inhibition. It was also noted that there was atrial undersensing during a fast atrial arrhythmia, which resulted in inappropriate atrial pacing. High out of range atrial pacing impedance was observed, as well. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.